Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown, expiration date - unknown, date implanted - (B)(6) 1999; (B)(6) 2000. Date explanted - (B)(6) 2010; (B)(6) 2011. PMA/510(k) number / manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported that patient underwent an initial left total hip arthroplasty on (B)(6) 1999 and an initial right total hip arthroplasty on (B)(6) 2000. Subsequently, patient underwent a left hip revision on (B)(6) 2010 due to migration of the cup. Patient underwent a right hip revision on (B)(6) 2011 due to poly wear and induced synovitis. During the right revision, the presence of clear fluid was noted. The liner and femoral head were removed and replaced to complete both revision procedures. No further information has been provided.